Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. The energy delivery test was performed with various orientations of the grip tips and passed. Additional observations not reported by site that are not related to the customer reported complaint were that the instrument was found to have a segment of the conductor wire sticking out from the distal end. A loop of wire is sticking out such that the wire protrudes above the outer surface of the grip tips. The root cause of this failure is attributed to a component failure. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. No signs of thermal damage observed. The root cause of this failure is attributed to a component failure. A review of the instrument log for the force bipolar (part# 471405-06/ lot/serial# k10211101 0379) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2022 via system serial# (B)(4). There were 4 uses remaining after this last usage. This complaint is being reported based on the following conclusion: during failure analysis investigation, damage to the conductor wire¿s insulation with exposed wire was observed on the force bipolar instrument. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument was found to have the bipolar energy not functional. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.